Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced as a result of an interference detection warning and an rv lead integrity warning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and overlay tubing was kinked/buckled. There was blood on the distal conductor of the lead and it was not obstructed. The inner tubing of the lead developed a breach due to a depression while in vivo. (B)(4).